Event description:
It was reported that during a lap esophagectomy, the distal part of the right tissue pad fell out into the patient. The fallen tissue pad was not found. Another device was used to complete the case. No device will be returning.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis. Should the information be provided later, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information from affiliate: when the device was used after 4 hours, it was found that the distal part of the right tissue pad was missing and then the missing part could not be found. Our bio-compatibility report indicates the risk of any short-term toxicity from teflon tissue pad is unlikely. It is also, the opinion of our in-house medical director, that the risk of removal would most likely be greater than observation due to the very small nature of this foreign body.